Event description:
A malfunction alarm with code malf 0 was reported, but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for future reference. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump without issues.